Event description:
Delay of therapy during alarm condition reported. A pt was to receive an unspecified dose of integrilin via IV pump and tubing. The report source stated that "the tubing was primed by filling the drip chamber prior to opening the convertible piercing pin." However, "after the infusion was started, air bubbles began to accumulate in the tubing from above the cassette to the bottle," and an "air-in-line" alarm was received. The infusion was stopped, and the tubing reprimed twice, but air bubbles continued to appear above the cassette. The tubing was then removed and replaced without difficulty, and the infusion ran successfully to completion. No pt harm was reported.